Manufacturer narrative:
P-cap / reservoir locks properly into place. After battery installation unit gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had a creeper and his screen was cracked and did not read it at all. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.